Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his shirt had caught on the sensor and that part of the taping came off of his skin. The customer stated that he had to apply extra adhesive. The customer explained that, at the time of removal, it was observed that only the tip of the sensor flex was still in the skin at the time of removal. The customer's blood glucose was unknown. The customer did not return the product for analysis.